Event description:
It was reported that the device was used during an unk procedure. The clamp would not come undone. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.